Event description:
Customer reportedly received results of 93 mg/dl and 324 mg/dl within 10 minutes on the advantage system (meter, strip lot number 549519, expiration date 02/29/2008). Customer did not provide the location of the discrepant results. No high or low blood symptoms reported. No action was taken based on device results. No adverse event reported. Controls were run two weeks ago and were in range. Requested return of suspect and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.